Event description:
No additional information was received from the customer.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This supplemental report is being submitted to report the results of the legal manufacturer¿s investigation and correction. Updated fields: d8, h3, h6. Corrections to b1, b2, and h1. This event was initially conservatively reported as a serious injury due to the procedure allegedly being prolonged by 30 or more minutes; however, no further information was received from the customer and as initially reported, the patient did not suffer any serious injury or adverse effects from the prolonged procedure, thus correcting b1, b2, and h1. B1 should not be marked as an adverse event, and b2 should not be marked at all. H1 should also not be marked. The h6 medical device problem reported, and other findings would not be likely to cause or contribute to a death or a serious injury if it were to recur. The device was returned to olympus for inspection and the reported failure ¿bite mark to insertion tube" was confirmed. Connecting tube has a dent. Based on the results of the investigation, the definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during oesophago gastro duodenoscopy procedure, bite marks were noted on the insertion tube of the flex video scope. The procedure was delayed for more than 30 minutes while the patient is under sedation and was completed with an olympus back-up device. There were no reports of patient harm.